Event description:
During surgery the grasper tip was coming off of instrument and noticed. Removed from patient and determined all was still intact and out of patient during removal and after removal. Instrument removed from sterile field.